Event description:
It was reported that the ventilator failed the internal leakage test, the flow transducer test and the pressure transducer test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
A svc engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).